Manufacturer narrative:
Samples received: 3 open pouches. Analysis and results: there are two previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received three open pouches, 2 of them are empty and the other one contains a closed ampoule. The ampoule received has been optically evaluated and a defect in the sealing bar of the ampoule was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a histoacryl pack. The ampoule was noted to have been damaged and leaked within the package. Additional information is not available.